Event description:
The patient contacted animas on (B)(6) 2014 reporting that during call about power issue, the patient mentioned they have a spare cap from their 2020 pump supplies. They attempted the cap and reporting it does not fit on ping pump. This is to document it does not fit. There is no reported adverse event with this complaint. This report is made based on the allegation of the external component issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.